Manufacturer narrative:
The device was not returned for analysis. It was reported that the graftmaster was deployed with a maximum pressure of 19 atmospheres (atm). It should be noted the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp. It is unknown if the exceeded rated burst pressure contributed to the reported event. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to seal; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional two graftmaster devices referenced are filed under a separate medwatch report number.

Event description:
It was reported that the patient was admitted with st-elevated myocardial infarction (stemi). The procedure was to treat a perforation located in the saphenous vein graft to the first obtuse marginal (om1) coronary artery. Perforation was post non-compliant balloon angioplasty within a non-well apposed stent in the om1. The 3.50x19 mm graftmaster covered stent was advanced but could not cross to treat the perforation due to the anatomy and was removed. A 2.80x19 mm graftmaster covered stent was successfully deployed at 19 atmospheres (atm) but did not contain the perforation. A 2.80x16 mm graftmaster covered stent was advanced but would not cross and was removed. Balloon dilatation was performed and the same 2.80x16 mm graftmaster stent was successfully deployed at 19 atm and sealed the perforation. Reportedly the use of the graftmaster devices did not cause or contribute to any complications or adverse events. No additional information was provided.